Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that on (B)(6) 2013, small pieces of the inside windings of the screw fell off as the screw driver was put on the screw. No additional information is available. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. A request for the device history review for this lot has been made. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn.

Manufacturer narrative:
Investigation coordinated by synthes (B)(4).  Report received indicates the complained pedicle screw was forwarded to the responsible product development center for evaluation. The investigation shows that the first prime lock thread of the bone screw is broken away on 50% of the circumference. A possible cause can be, that the tip of the retaining sleeve was not sufficiently tightened into the prime lock thread of the bone screw, or the prime lock connection between retaining sleeve and bone screw was inadvertently loosened of grasping the green knob during screw insertion. These two possibilities lead to insufficient engagement of the thread flanks in the prime lock thread of the bone screw. In combination with high lateral forces it can lead to overload and breaking of the remaining engaged thread flanks. The surgical technique 036.001.185 describes the handling of the retaining sleeve during screw insertion on page 12. In addition synthes offers the locking retaining sleeve (03.616.043/03.632.042) an alternative instrument which may be grasped in the area of the knob during screw insertion. Review of the device history records showed there were no issues during the manufacture that would contribute to this complaint condition. Investigation is on-going.

Manufacturer narrative:
This device used for treatment and not diagnosis. Screw received assembled to body. On the screw, m6.5 x 0.75-6h thread is peeled; also, the sd25 drive has extensive damage to the form, including bluing and displaced material in the area. There is a polished unexplained spiral on the outer diameter of the body. All described nonconformities are post manufacturing. The raw material was tested and passes specification. The sd25 form and m6.5 x 0.75-6h thread is damaged and cannot be measured.